Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a shorted lead indicator following a commanded shock. Shock lead integrity testing noted a normal impedance yet the physician elected to cap the lead and remove and replace the ICD.